Event description:
Complainant alleged that while attempting to defibrillate a patient, the device's defib output was out of specification. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B) (4) and zoll (B) (4) indicated that they evaluated the device and it performed to specifications. The device was not returned to zoll medical (B) (4). In addition, review of the summary report indicated that the device was in manual mode and 120 joules was selected (not 150 joules as the customer reported). The energy was set to 150 joules for all the other shocks delivered. No trend is associated with reports of this type.